Manufacturer narrative:
(B)(4).

Event description:
It was reported that a detached or missing sensor wire occurred. The wearable was inserted into the arm on (B)(6) 2025. On the same day, the patient stated he felt what he compared to a "bee sting" periodically based on pressure and his body movements. The patient went to the va on (B)(6) and underwent x-ray and an ultrasound and then decided to have the sensor wire surgically removed on (B)(6) 2025. He went back to the clinic , an xray and ultrasound was done to confirm the wire's position before they removed it. A small 3mm incision was made to remove the wire, after which a band-aid was placed on his arm and no medication or treatment is needed for the aftercare. No product or data was provided for evaluation. The allegation and a probable cause could not be determined. No additional patient or event information is available.

Manufacturer narrative:
B5 describe event or problem - correction. H2 correction. H6 component code - correction. H6 medical device problem code - correction.

Event description:
Subsequent to the initial MDR, a correction is required. It was reported that a broken wire occurred. The wearable was inserted into the arm on (B)(6) 2025. On the same day, the patient stated he felt what he compared to a "bee sting" periodically based on pressure and his body movements. The patient went to the va on (B)(6) 2025 and underwent x-ray and an ultrasound and then decided to have the sensor wire surgically removed on (B)(6) 2025. He went back to the clinic, an xray and ultrasound was done to confirm the wire's position before they removed it. A small 3mm incision was made to remove the wire, after which a band-aid was placed on his arm and no medication or treatment is needed for the aftercare. No product or data was provided for evaluation. The allegation and a probable cause could not be determined. No additional patient or event information is available.